Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drug coated balloon angioplasty (dcb) procedure in the right superficial femoral to popliteal artery using the lutonix balloon catheter to treat a left superficial femoral artery via the contralateral common femoral artery approach. Prior to the procedure after unpacking the package, it was found that the head of the lutonix catheter had been dislodged, which made it impossible to use it properly, and then replaced it with a new drug-coated balloon to complete the surgery. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drug coated balloon angioplasty (dcb) procedure in the right superficial femoral to popliteal artery using the lutonix balloon catheter to treat a left superficial femoral artery via the contralateral common femoral artery approach. Prior to the procedure after unpacking the package, it was found that the head of the lutonix catheter had been dislodged, which made it impossible to use it properly, and then replaced it with a new drug-coated balloon to complete the surgery. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three photos were provided and reviewed. The first photo shows the healthcare professional holding the lutonix 035 device. Balloon and some part of the catheter shaft was seen. The second photo shows the lutonix 035 device hub, and some part of shaft was seen. The third photo shows the lutonix 035 device. Balloon and some part of the catheter shaft was seen. The entire device isn't clearly visible in all the provided photos. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported device detachment as no objective evidence was provided for review. A definitive root cause for the reported device detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.